Event description:
The customer reported that a bhcg result obtained from a single patient sample was associated with an incorrect patient name. The patient's sample was processed on a vitros 5600 integrated system. A bhcg result of 7906 miu/ml was reported, when the correct bhcg result for that patient's sample was 18.32 miu/ml. The bhcg result of 7906 miu/ml was reported to the physician, who questioned the result. A corrected report was generated and there were no allegations of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
Investigation into this event could not determine an assignable cause for the unexpected bhcg result being associated with the sample ID, however, the communication stream between the vitros analyzer and the lis, user error in using a duplicate sid, or the customer's lis itself, cannot be ruled out as potential causes. The investigation did not find any indication that the vitros 5600 malfunctioned. The bhcg result stored in the retained results file of the 5600 system for the affected sample ID was the correct, expected result for that patient. However, the laboratory computer interface files for the affected sample, generated from the vitros 5600 system, were no longer available for this investigation. It is not possible to determine whether the correct, expected bhcg result was uploaded from the 5600 analyzer to the lis, which would rule out the vitros 5600 as a potential root cause.